Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Evaluation of the returned locking cap identified a wear pattern only on the outer diameter of the bottom surface. The lack of an hour-glass pattern on this surface typically means that the locking cap only partially engaged the rod as it was final tightened. Wear marks on the rod also show that the locking cap only engaged the rod at one side. There were no abnormal wear marks on the screw head. Partial engagement of the locking cap could be caused by the rod or screw head being tilled at such an angle that the bottom of the locking cap does not contact the rod. This could be caused by additional loading on the system due to compression distraction or matter preventing the complete seating of the rod in the screw head. However, the exact cause of the reported issue could not be determined.

Event description:
It was identified by x-ray that the patient's right l4 locking cap had loosened approximately five months post-operatively. The patient was experiencing pain and revision surgery was performed.